Manufacturer narrative:
The returned device was evaluated and found the cannula deployed. No issues were found that would result in the needle deploying early. Although no issues were noted with the needle mechanism, it cannot be determined when the device deployed.

Manufacturer narrative:
The product was returned and is pending the completion of the investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports when removing the needle guard from the pod the cannula had deployed early. The pod was not worn.